Event description:
On (B)(6) 2012, the distributor contacted animas, alleging that the pump was hot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: a review of the alarm history shows four "low battery" warnings occurred on (B)(6) 2012. Visual inspection revealed no structural damage to the battery compartment and battery cap. The battery was not returned with the pump for investigation. The pump powers on appropriately to the verify screen with functional auditory and vibratory alerts. The power circuit does not draw excessive current. The pump was exercised for 24 hours with no issues occurring. The pump was opened for investigation and no internal defects were observed. There was no defect found on investigation. The complaint could not be confirmed or duplicated.